Event description:
A distributor reported that a customer's insulin pump was not charging. There was no adverse impact on the customer's blood glucose level. The pump will not be returned, as it is no longer under warranty, and no further information was provided regarding corrective actions.